Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 6pm on (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿13.8mmol/l¿ on the subject meter and ¿12.7mmol/l¿ on another meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets lifescan¿s criteria for accuracy. The patient manages their diabetes with a combination of diabetes medication. The patient reported increasing their usual dose of humalog to 32 units in response to the alleged inaccurate reading. The patient report that, later that night at around 12.45am, the patient¿s spouse was unable to waken them. The patient¿s spouse administered a glucagon shot to the patient and when the patient awoke they further self-treated with two glasses of orange juice. The patient reported testing their blood glucose on the subject meter at this time and obtained a blood glucose reading of ¿2.8mmol/l¿ on the subject meter. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly fell unconscious after obtaining the alleged inaccurately high readings and the patient had to receive medical treatment from their spouse.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.